Manufacturer narrative:
The investigation results will be provided in supplemental report.

Event description:
It was reported that visual investigation of the mobile power unit (mpu) found damaged screw thread on the black connector. The patient cable was replaced and the red strap battery holder. Software version 1.0201 was installed

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings of the battery removal strap in the mpu battery compartment which was replaced. The strap assist in the removal of the batteries from the mpu battery compartment but does not affect mpu operation. The reported event, of the black power cable lead connector mpu being damaged, was confirmed when the unit was evaluated by technical service. The top threads on the black power cable lead connector were damaged and marred. The white power lead connector on the mpu was not damaged. The mpu was repaired by replacing the patient cable assembly. The repaired unit was functionally tested and returned to the rental/loaner pool. The damaged mpu patient cable was returned for further evaluation. The damage was mechanical and could have occurred with normal usage; the extent of the damage was slight and the damage did not appear to be due to abuse. Functionally, the damaged threads on the mpu connector did not affect the threading and locking of the mating controller connector. The cause of the thread damage was unable to be determined through this analysis. The mpu assembly (pn 108285) was made in mar 2018. The unit was packaged (pn 100160304) and placed into stock on apr 6, 2018. The unit was last returned from use on dec 13, 2019. The unit was sent to the customer on nov 26, 2020. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment". No further information was provided. The manufacturer is closing the file on this event.